Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect that required treatment with a septal occluder at the second clip procedure. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). On (B)(6) 2018 two transseptal punctures were performed because the first puncture was too high. There was difficulty positioning the clip delivery system, but one mitraclip was successfully implanted reducing the mr grade to 2. The procedure was completed and there was no shunting of blood noted from right to left atrium and the size of the puncture hole was normal as expected. On (B)(6) 2019 the patient underwent a second mitraclip procedure for recurrent mr grade 4 and planned closure of the previous septal access (transseptal puncture). The original mitraclip was stable and attached to both leaflets. The recurrent mr was due to progression of the patient's heart failure. The second mitraclip was implanted reducing mr to grade 3. An amplatz septal occluder was implanted to treat the atrial septal defect that was an 8 mm size hole in the septum. Only one of the septal access holes from the index procedure required treatment with an occluder. No additional information was provided.